Event description:
The customer reported being hospitalized for high blood glucose on three different occasions. The customer stated that the doctor suggested disconnecting the device. The customer stated that she reinstalled the battery and rec'd a battery alarm. Troubleshooting was performed. Ran a self and displacement test and the device passed the tests. No further info was provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.